Event description:
Caller indicated the relion prime was giving variable readings. She has been using the device for over a year and never had any problems until she picked up this last bottle of strips. Some of the readings she would get from this bottle are 36, 468, 517 and 47 all taken within 10 minutes on different fingers of same hand. She did not use new lancet for every test, otherwise technique is ok. Treatment was not altered based on meter readings. No symptoms related to diabetes, but felt a little anxiety about the way the meter was reading. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. (B)(4).